Event description:
A report was received via social media that the patient had a prolonged procedure. The physician took six and a half hours to remove the device. No further information could be obtained.